Event description:
Smoker, periodontal disease, thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, bruxism, bone resorption, peri-implantitis, swelling, fistula, abscess ((B)(6) are same patient).